Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tube had a "lip of the tube" that was deformed. No report of serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that a bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tube had a "lip of the tube" that was deformed. No report of serious injury or medical intervention.

Event description:
It was reported that a bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tube had a "lip of the tube" that was deformed. No report of serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for defective stopper molding with the incident lot was observed. Additionally, evaluation of the customer samples was performed and defective stopper molding was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd received samples and photos from the customer facility for investigation. Based on evaluation of the customer photos, the customer¿s indicated failure mode for defective stopper molding with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and defective stopper molding was observed. The samples and photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed. Based on evaluation of the customer photos, the customer¿s indicated failure mode for underfill with the incident lot was observed. Evaluation/testing of the customer samples was conducted and underfill was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Underfill -a CAPA has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Defective stopper molding - complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.